Event description:
It was reported that the facility's neurology clinic was having problems with their vns system. It was suggested that a wand was not connecting with the tablet computer. Troubleshooting occurred with the battery being replaced and wand power tested, but the issue persisted. Additional troubleshooting was later performed where the usb to db9 serial data cable was switched with a working component, and was determined to be the device causing the issue. The cable has not been returned to date. No additional pertinent information has been received to date.

Event description:
Additional communication from the user indicated that the suspect device reported in this medwatch likely did not have a malfunction associated with it. The clinic staff stated that the communication difficulties with their device were due to the fact they were not using a serial adapter cable with their programming system. The issue resolved when a replacement cable was used with the system. There is no indication that there was a malfunction of a serial adapter cable as previously reported. No additional pertinent information has been received to date.